Event description:
Caller reported a cgm error 42, which required assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, resulting in the successful initiation of a new sensor session.